Event description:
It was reported the patient was a victim of a crime and was concerned that their lead had moved. It was noted the patient had to position themselves and ¿different posture for lead to connected.¿ it was noted their car was physically taken from them and there was ¿pulling a little bit and a struggle¿ but it was not huge. It was stated since the incident, when the patient would move and go into a different position, it would work. It was stated the implantable neurostimulator (ins) was dead and needed to be charged. It was noted this began after the incident on (B)(6) 2013. It was stated the patient had an appointment scheduled 3 days following report to check the device.

Manufacturer narrative:
Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient had been in the hospital from (B)(6) because of the device. It was stated that in the scuffle "the battery had moved around" and they had to "reprogram the wires but couldn't increase levels because the remote wouldn't allow them." It was reported that the patient had an appointment with her healthcare professional (hcp) and was having issues with programming. The patient stated they thought it was internal, "because when she moved it stopped" so they tried to reprogram, but the manufacturer's representative (rep) said "it was the remote that was bad." It was reported that when the rep went to use the remote it was saying her battery was dead and the rep could not do programming. It was stated that the rep was "trying to make ab group a two zone so when the patient was lying on her side it would shut off." It was stated that when the rep checked the battery with another device it said it was "full" but when using the patient's remote it said it was dead. It was reported that it was reported that the patient was not able to adjust stimulation, though she was able to turn stimulation on or off with the recharger. It was stated that the rep put in new batteries at the visit, but it didn't allow them to do any programming. It was noted that when the patient's car was stolen, it went into water; the trunk went into the water and went backwards, and her kit got wet. It was stated that the remote was in the glove compartment. It was reported that while in the hospital the patient was sent a "kit" (recharging system). It was reported that the patient hadn't been using her device and was stressed because it hasn't been working. It was noted that troubleshooting was offered on the call but the patient stated she threw the programmer away. It was stated that a replacement would have to be shipped to the patient's hcp office. It was noted that the patient didn't have shipping information, became upset and ended the call yelling that she would have it taken out. Additional information received clarified that the patient had her implanted device replaced and that was when the event date started with the programmer problem.